Event description:
The user facility in (B)(6) reported the cutter worked correctly during trial connection. They started with a low cutter speed; however, when geared up to higher speed the cutter function was not working properly. During surgery, the cutter failed to provide adequate cutting action, but aspiration continued. There was no impact to the patient reported.

Manufacturer narrative:
Evaluation completed. One opened bl5623 pouch from lot u9434 was returned. The tip protector is in place. The needle is not bent. The port window is in the opened position. There is dried solution visible in the aspiration line. The back cap is aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The inner needle will not move. The cutter does aspirate but will not cut. The sterilization and lot history records have been reviewed and found to be acceptable.